Event description:
It was reported that the sieve beds are saturated.

Manufacturer narrative:
During testing and repair at the repair facility, the device alarmed for low o2. This was due to saturated sieve beds.